Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) malfunctioned. Liquid spill on lcd occured. No harm was reported.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.